Event description:
A sentrant sheath was used in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a 24f valiant stent graft would not fit through the 24f sheath. The sheath was replaced with a 26f sheath and the event resolved. The physician stated that the cause of the event was device related. No clinical sequelae were reported and the patient is fine.